Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Pump received error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected and battery issues. Customer blood glucose value was 2.6 mmol/l. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer did not want to complete troubleshooting. The insulin pump will be returned for analysis.